Event description:
It was reported that a perforation occurred. A 2.0mm rotapro and a rotawire drive were selected for use. Following the atherectomy procedure in the severely calcified left anterior descending artery (lad) number 6, it was confirmed through intravascular ultrasound (ivus) that a perforation occurred. A covered stent was positioned and the procedure was completed successfully. The patient's status was stable.